Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP, dom - recrt with an allegation of nausea / vomiting, kidney disease / toxicity, liver disease / toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In this report, section d - product brand name, model number, catalog item identifier and product UDI has been updated. Section h - device problem code, remedial action init and recall (z) number has been updated.